Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. The error code then shuts off and unit error code inoperable and the error are found e-74/e226. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.